Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after sending a transmission they experience "a sensation or an activation" and is inquiring if the implantable pulse generator (ipg) is pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.